Event description:
Pt treated with levemir (detemir) 60iu in the morning. Novorapid injections according to glucose values: 2iu if ibgstar readings between 150 mg/dl and 180 mg/dl; 4 iu if between 180 mg/dl and 200 mg/dl, if higher to 210 mg/dl, dose increased of 2iu for each increase of 30 mg/dl. Pt experienced hypoglycemia on (B)(6) 2012. Pt states ibgstar indicates high glucose values in the morning (higher than 200mg/dl) leading to an injection of rapid insulin in the morning. Around noon, the pt had hypoglycemia; ibgstar gave reading of 78 mg/dl whereas abbott glucometer gave 35 mg/dl.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by agamatrix, inc. On 02/21/2012 with the following findings: the meter was working properly. If agamatrix receives additional info regarding this complaint, a follow up report will be submitted. At this time, agamatrix considers this case closed.